Event description:
According to the reporter: the instrument was fired correctly but would not open - eventually, it did open but one staple was sticking out that had not closed. As the bowel was cut before problem was noticed it caused more hassle and time to amend. The eea was fired again across problem area. Patient status fine. Procedure: low anterior resection.

Manufacturer narrative:
Initial reprot submitted: 02/27/2008